Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a cable break. The specific root cause of the cable break could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation of the suspect camera found a no image malfunction due to breakage to the cable unit. A visual inspection observed the cabling to have severe bending and twisting. Additionally, the cable and the switch buttons failed the leak test. The investigation is ongoing; therefore, the root cause of the reported issue/ malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oerd) was informed the customer high definition 3 complementary metal oxide semiconductor (3cmos) autoclavable camera head was returned to the regional repair center for a "defective" (unspecified) issue. It is unknown when the issue occurred. Upon inspection and testing, the camera was found to have a no image malfunction due to breakage to the cable unit. No patient injury or harm was reported to olympus.